Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse explained to the customer that this type of sound signal may occur if the equipment is switched on/off or off/on before 10 seconds of waiting. The software has also been updated to the latest version. Equipment cycled for more than 2 hours and showed no defect. The fse completed all tests and then the iabp was released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during cleaning the cardiosave intra-aortic balloon pump (iabp) unit was constantly beeping when turned off. There was no harm to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was constantly beeping when turned off.